Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, and a follow-up was scheduled.